Event description:
It was reported that during a low anterior resection procedure they could not close the closing lever and that doctor felt something wrong. When the cartridge was replaced, staple line was not stapled. It was completed by additional suture. There were no adverse consequences to the patient.